Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure one resolute onyx rx coronary drug eluting stent was implanted to treat a lesion. It was reported that after the deployment of the stent the side branch of the obtuse marginal (om) got blocked resulting in thrombus. It was also stated that the left anterior descending artery (lad) got pinched. The device remains in the patient. No further injury was reported.

Manufacturer narrative:
Additional information: the stent was used to treat a calcified lesion with 90-95% stenosis and with an angle of 60-70 degrees located in the left circumflex artery (lcx). Rotablation was performed for the calcification. The device was inspected before use with no issues noted. The lesion was pre-dilated. Resistance was noted while advancing the device to the lesion. Excessive force was not used. The stent was fully expanded and deployed in the left main (lm) to lcx with no issues noted. The thrombus occurred immediately after expanding the stent. The thrombus was treated using thrombosuction. Then there was a perforation that was treated using a covered stent. The physician assessed that the thrombus event was directly related to the device. The patient was on dapt when this thrombotic event occurred. It was later reported that the patient died on the table on the same day. Lot number provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the patient was not being treated for in stent restenosis. Prior to the deployment of the resolute onyx stent, a non medtronic stent had been deployed distally to where the resolute onyx was used. The perforation was treated using a non mdt covered stent. The perforation was not caused by a medtronic device. The physician believes the cause of death was due to the side branches being completely blocked. The perforation was not believed to be a contributory factor in the patient death as it was treated immediately with covered stent. The patients condition was reported to have been stable prior to the treatment. Four mp4 film excerpts from the procedure were provided for review. The images were limited in their information as not all activity and outcomes were provided on the images. The images confirm the delivery and successful deployment of a stent from the left main (lm) into the proximal left circumflex (lcx) artery, overlapping with a previously deployed stent in the proximal to mid lcx. Post stent deployment occlusion at the ostium and proximal om1 is evident but the mid to distal om1 appears patent. The mechanism by which the thrombus occurred cannot be determined from the images provided. The reported lad pinching cannot be confirmed as the angulation of the images do not show clear image of the lad. There appears to be full patency through the lcx based on the images provided. No images were provided showing the reported treatment of the thrombus using thrombosuction. There was no evidence of a perforation on the images, suggesting that the perforation did not occur as a result of the resolute onyx stent deployment. The treatment of the perforation with the covered stent was not shown on the images. Although the physician assessed that the thrombus event was directly related to the device, this assessment could not be confirmed from the images provided. The root cause or contributing factors to the the patient death could not be confirmed from the images provided. There was no evidence of malfunction of the resolute onyx stent that could have impacted on the patient outcome. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: five mp4 film excerpts and a word document containing five still procedural images from the procedure were provided for review. The images were limited in their information as not all activity and outcomes were provided on the images. The images confirm the delivery and successful deployment of a stent from the left main (lm) into the proximal left circumflex (lcx) artery, overlapping with a previously deployed stent in the proximal to mid lcx. Post stent deployment occlusion at the ostium and proximal om1 is evident but the mid to distal om1 appears patent. The mechanism by which the thrombus occurred cannot be determined from the images provided. The reported lad pinching cannot be confirmed as the angulation of the images do not show clear image of the lad. There appears to be full patency through the lcx based on the images provided. No images were provided showing the reported treatment of the thrombus using thrombosuction. There was no evidence of a perforation on the images, suggesting that the perforation did not occur as a result of the resolute onyx stent deployment. The treatment of the perforation with the covered stent was not shown on the images. Although the physician assessed that the thrombus event was directly related to the device, this assessment could not be confirmed from the images provided. The root cause or contributing factors to the patient death could not be confirmed from the images provided. There was no evidence of malfunction of the resolute onyx stent that could have impacted on the patient outcome. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.